Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10088. It was reported that recapture difficulties and tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a watchman laa closure device & delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria. During the full recapture, there were difficulties withdrawing the closure device back into the was and it was noted that tip of the was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.